Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2023-00937 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction. H3 other text : see h10.

Event description:
Report 2 out of 2. It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there was underfill or low blood draw with a tube. The following information was provided by the initial reporter: the tubes have low vacuum and take too long to fill.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 out of 2. It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there was underfill or low blood draw with a tube. The following information was provided by the initial reporter: the tubes have low vacuum and take too long to fill.